Event description:
It was reported the pt was experiencing abdominal pain at the lead site. As a result, the physician increased the pt's medication dosage and prescribed steroids. F/u revealed the pt's issues remained but were intermittent. It was also reported the pt was experiencing intermittent numbness and a loss of motor skills from his left leg down to his foot. In turn, the pt was hospitalized. A CT scan revealed lead migration. As a result, the pt's lead was explanted and replaced with two leads (different model). Surgical intervention resolved the pt's issues. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.